Event description:
It was reported that on (B)(6) 2025, an unknown amplatzer was implanted using an unknown delivery system. On (B)(6) 2026, a doctor reported the presence of device-related thrombus (drt) in a patient with an amulet device, identified during a recent toe follow-up examination. The toe reportedly showed significant spontaneous ¿smoke¿. The patient was noted to be on the thrombin inhibitor dabigatran. The initial indication for left atrial appendage closure was hematuria. No additional information available.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of a patient-device interaction problem of a thrombus was reported. A returned device assessment could not be performed as the device remains implanted. A cine review was completed, stating: one transesophageal echocardiogram image was provided from the follow-up study. The image showed a device-related thrombus attached to the left atrial surface of the amulet disc. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient-device interaction problem of a thrombus could not be determined. An unexpected medical intervention was a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, an 28mm amplatzer amulet was implanted using an unknown delivery system. On (B)(6) 2026, a doctor reported the presence of device-related thrombus (drt) in a patient with an amulet device, identified during a recent toe follow-up examination. The toe reportedly showed significant spontaneous ¿smoke¿. No threads were observed, and the thrombus was described as a sessile, non-mobile thrombus located on the atrial side of the disc. The patient was reported to be on dabigatran 110 mg twice daily with good compliance, and during the procedure the activated clotting time (act) was greater than 300 seconds with heparin administered. The patient was noted to have significant spontaneous echo contrast in the left atrium, but no hypercoagulable disorder, and was not receiving any additional medications that could contribute to thrombus formation. The thrombus was detected using transoesophageal echocardiography (toe). The initial indication for left atrial appendage closure was hematuria. No additional information was available.